Event description:
The stent did not open properly. After dilating the esophagus with a balloon, the introducer caught in the stent. The doctor jiggled the stent and it was raised up into the esophagus. He then tried to pull the stent back down into position and it ended up in the patient's stomach. It was decided not to keep the elderly patient under anesthetic any longer, so the procedure was terminated, and the patient woke up with the stent left in his stomach. A second procedure to place a replacement stent was performed successfully. The doctor attempted to retrieve the original stent from the patient's stomach at the same time, using a lasso loop. The attempt was unsuccessful and the device remains in the patient's stomach. The patient required a significant prolongation of hospitalization as a second procedure was required. The second procedure was a success and the patient is as comfortable as possible. There is no plan to remove the stent from the stomach at this stage.

Manufacturer narrative:
As the esophageal stent involved in this report was not returned for evaluation; the reported occurrence could not be confirmed. Due to a variety of conditions, such as patient anatomy and progression of disease state the cause of the complaint cannot be conclusively determined. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed as the esophageal stent was not returned for evaluation. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as this complaint was unable to be verified. A review of the 2-year history for this product family has been reviewed.